Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer hospitalized on (B)(6) 2017 at 10am for high blood glucose which is over 600 mg/dl. Customer did not wearing the pump at time of hospitalization. Less than 48 hours, the customer off the pump prior to hospitalization. Customer successfully shown how to find insulin sensitivity through bolus wizard. Customer advised to call back to continue high blood glucose troubleshoot once wife is stabilized and released to run testes on site, set, reservoir and pump. Customer¿s husband stated he would call once they got home to continue troubleshoot. The insulin pump will not be returned for analysis.